Event description:
Cervical screw backed out after implantation. This screw was removed during a revision surgery due to complaints of pain from pt. Initial surgery: (B) (6) 2008. The plate was not explanted.